Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; ubd: 24-mar-2019, UDI#: (B)(4) & product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 25 mcg/ml of fentanyl at 20.67 mcg/day via an implantable pump for non-malignant pain. The patient reported they had been getting sick and not feeling well and went to their healthcare provider. The patient reported when they hcp took out the medication from their pump the actual amount of medication was different from the expected amount. The patient reported that all 41 milliliters (ml) was still in the pump when aspirated. There had also been volume discrepancies at past refills. At the month before last ((B)(6) 2019) the patient reported the actual volume was 10 ml and the expected volume was 3 ml. The patient reported the hcp did a pumpogram and the hcp confirmed the pump was working as expected. The patient reported the hcp found the tubing to be totally clogged. The hcp could not aspirate any cerebrospinal fluid back and that is how they confirmed the catheter was clogged. The patient was not getting the relief she was getting before and stated when the pump does work, it is awesome. The patient stated they have medullary kidney disease which causes them to get 20-40 stones per month and the pump was implanted to help address the pain. The patient stated they were waiting to hear from their hcp's office to schedule a revision for the next week, or the next week. No further complications were reported or anticipated.